Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The balloon had the appearance of having been inflated. A visual examination of the returned device identified a longitudinal tear in the balloon material starting from the proximal markerband and extending approximately 23 mm distally. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left fistula graft. A 7.0 x 80, 75 cm gladiator¿ balloon catheter was advanced to dilate the lesion and was inflated twice at 20 atmospheres for 30 seconds. However, during the third inflation at 20 atmospheres at around 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another 7.0 x 80, 75 cm gladiator¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left fistula graft. A 7.0 x80, 75cm gladiator¿ balloon catheter was advanced to dilate the lesion and was inflated twice at 20 atmospheres for 30 seconds. However, during the third inflation at 20 atmospheres at around 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another 7.0 x80, 75cm gladiator¿ balloon catheter. No patient complications were reported and the patient's status was fine.